Event description:
It was reported that the right ventricular (rv) lead had a polarity switch and a lead warning was triggered. It was also reported that the rv lead had high impedance, a high number of high rate ventricular episodes (indicating oversensing) and the threshold had increased. A lead fracture is suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).